Event description:
Reportable based on analysis completed on 20dec2014. It was reported that crossing difficulties were encountered. Vascular access was obtained via femoral artery. The target lesion was located in the moderately calcified and severely tortuous left anterior descending (lad) artery. The lesion was noted to be eccentrically shaped with a >45 and <90 degree bend. Predilation was performed. A 3.50x38mm promus element¿ plus stent was advanced to treat the lesion, however, the device unable to cross the lesion. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). The stent delivery system was returned for analysis. Several rows of struts towards the proximal end of the stent were bunched together and misaligned. This type of damage is consistent with the stent meeting resistance during the advancement of the device into the patient. There were no issues noted with the profile of the balloon. The balloon wings were tightly wrapped and the balloon was not subjected to positive pressure. There were no issues noted with shaft polymer extrusion profile. A visual and tactile examination found no kinks or damage along the length of the hypotube. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).